Manufacturer narrative:
Patient identifier of (B)(6) is related; model number: ltf-s300-10-3d, serial number: (B)(6). The device was returned to olympus for a device evaluation and the customer¿s allegation could not be reproduced. The evaluation did not find any issues with the device, and it passed all testing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had a thick horizontal noise occurring on the screen. The issue was observed during receipt inspection when the scope was connected to the video system. The issue did not occur with other scopes. There was no procedure or patient harm were associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image noise was the shield wire of the image sensor unit cable was exposed, however, the possible causes are as below: - the universal cord or the video cable was slightly bent (12 cm or less in diameter). - as abnormality in the arrangement of built-in objects occurred since the strongly unexpected load was applied to the cable, the movement of the cable was disrupted, or the external load such as excessive bending / twisting was applied to the cable. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. Confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.